Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported by the contact that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 265 mg/dl. The customer resumed insulin and delivered a bolus of insulin to address the bg level. After the alarm, the customer's bg level dropped to 65 mg/dl. Juice and candy were consumed to address the low bg level. The contact was not sure what caused the low bg. The supplies on the pump were changed. The alarms and bg issues were resolved.